Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion service group received the suspect user interface module (uim) for investigation and repair. The service group performed a visual/electrical inspection of the device components, power cycle runtime routines and power testing. At this time, carefusion has duplicated the reported event and determine a root cause was associated with the touchscreen display out of calibration.

Event description:
The customer stated the screen on this avea ventilator does not respond to touch commands on startup. The customer stated that this unit was not on a patient.